Manufacturer narrative:
(B)(6).

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous and mildly calcified superficial femoral artery. A 5.0mmx220mmx150cm sterling balloon catheter was advanced for dilatation. However, during the first inflation at 14 atmospheres for 30 seconds, the balloon ruptured. The procedure was completed with another of the same device. There were no patient complications nor injuries reported.